Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-00330.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00330. It was reported the patient¿s leads had migrated. As a result, the leads were replaced. Therapy was restored post-op.